Manufacturer narrative:
(B)(4). Per the field service representative (fsr), the unit had been sitting unused for several weeks. The user facility had the unit turned off and plugged in. The fsr explained to the user facility's perfusionist, providing documentation that the unit has to be plugged in and turned on in order to charge. The user facility charged the batteries overnight and the battery icon and charging indicator were green. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that prior to the use of the device for a cardiopulmonary bypass (cpb) procedure, the batteries were not charged. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.